Event description:
It was reported that the insulin pump was not delivering insulin. It was noted that the customer fell, the insulin pump was damaged and the customer was hospitalized for a broken arm. Customer attempted to use the insulin pump at the hospital, however it was not working properly. Customer also mentioned having high and low blood glucose readings previously. Customer stated that the low was 33 mg/dl while the high was 450 mg/dl. Insulin pump was not available to troubleshoot. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.